Event description:
It was reported that a dexcom g7 continuous glucose monitor stopped displaying glucose readings on the ilet while still showing readings on the user¿s phone, consistent with loss of communication between the cgm and the ilet. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included user troubleshooting and education, including instructing the user to toggle g6/g7 settings and allow time for pairing. Investigation of this case revealed that the issue aligned with cgm signal loss and pairing failure to the ilet only. It was concluded that the event was attributable to a communication or pairing interruption between the cgm and the ilet.